Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The day after event onset, the patient was hospitalized and treated with injection ceftazidime (1gm, once daily, intraperitoneal, discontinued), injection heparin (1ml, once daily, intraperitoneal, discontinued) and injection vancomycin (1gm, every 3 days, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.